Manufacturer narrative:
Investigation conclusion: the m312 solana sars-cov-2 assay lot #220875 performed as expected. Customer results could not be duplicated. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting all patients showing positive sars results including negative control (20 patient results total). Customer states the results were negative by an otc rapid antigen test. Report 18 of 20.